Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) had peritonitis during a call to customer support for a separate issue. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of drain issues from pd catheter (not a fresenius product). As a result, on (B)(6) 2024, the patient was seen in the outpatient (B)(6) clinic and had a manual drain performed. The nurse stated the patient had cloudy pd effluent and fibrin. Therefore, a pd culture was obtained. The pd culture which grew the bacteria coagulase negative staphylococcus. The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with vancomycin (per clinic protocol). Furthermore, the patient was instructed to use heparin (per standing orders) daily. The patient is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis is suspected to be due to a breach in aseptic technique.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with these events. Peritonitis is a well-documented complication on pd patients. The patient¿s pd culture grew the bacteria coagulase negative staphylococcus which is bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique, as reported by the pd nurse.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) had peritonitis during a call to customer support for a separate issue. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of drain issues from pd catheter (not a fresenius product). As a result, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a manual drain performed. The nurse stated the patient had cloudy pd effluent and fibrin. Therefore, a pd culture was obtained. The pd culture which grew the bacteria coagulase negative staphylococcus. The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with vancomycin (per clinic protocol). Furthermore, the patient was instructed to use heparin (per standing orders) daily. The patient is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis is suspected to be due to a breach in aseptic technique.